Event description:
It was reported the pt experienced intermittent shocking at the ipg site which traveled down her leg. The pt was instructed to turn off the ipg and the shocking stopped. The pt was seen by emergency medical technicians and they confirmed elevated blood pressure and increased heart rate. The pt was advised to go to the ER or follow the emt recommendations, the pt did neither. These issues were isolated to the pt having a 'panic attack' due to the shocking. An sjm rep interrogated the sys and found impedances in the normal limits and no anomalies were found. The sjm rep stated the physician believed the ipg was causing the shocking which led to the pt's panic attack. The ipg was explanted and replaced. The pt reported effective stimulation with no shocking sensations postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.